Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector of a vented solution set fractured into pieces when disconnecting after infusion. The infusion of propofol had been running for 15.5 hours when this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection found the male luer collar cracked/broken. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.